Manufacturer narrative:
Cross reference MDR for likely cause changed to analyzer, 3016438761-2021-00115-00

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one patient. The results provided were: initial result=555.94 miu/ml (>or=25.00 miu/ml=positive)/repeated=<1.2 miu/ml (<or=5.00 miu/ml=negative) there was no reported impact to patient management.